Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app error message occurred. The product was evaluated. An external visual inspection was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss greater than an hour was found within the investigation window. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an app error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.